Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set fell off event on (B)(6) 2026. Patient experienced an infusion set failure due to the tape not being sticky enough, which led to site issues at the stomach and buttocks. Bleeding was observed at the insertion site, and the patient's blood glucose was measured at 350 mg/dl. No further information available.